Manufacturer narrative:
It was reported that the tip of a reprocessed arthrocare wand fell apart inside of a patient during use. Per report, the physician was able to locate and successfully retrieve all the broken pieces from the patient through an unknown method. The reporting facility stated that they were able to grab another device and the surgery commenced without further incident. There was no report of serious injury, adverse patient consequence or prolonged anesthesia related to the incident. Due to the reported incident and in an abundance of caution, renewal is filing this medwatch report. The sample was returned for evaluation and it was confirmed that the device was reprocessed. The reported issue that the tip had broken off of the device was confirmed. A root cause could not be determined at this time. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the tip of a reprocessed arthrocare wand fell apart inside of a patient during use.